Manufacturer narrative:
The cause of the bleed is most likely patient condition related since patient is having heavy nose bleeds, bleeding from the mouth, and increased output from his jp drain at the impella site. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella 5.5 exhibited oozing from the access site along with bleeding from the nose and mouth. Heparin has withheld and the purge was swapped to bicarb. The patient was transfused red blood cells. Later, care was withdrawn and the patient expired.